Manufacturer narrative:
(B)(4). This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus (B)(4) location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
Endoanchors were being used within a primary aaa case to provide securement and resolve a type 1 endoleak within a very angulated, short, conical neck. A 32mm endurant was placed within the 23mm neck. The imaging quality was adequate (not ideal) and confirmation of endoanchor deployment through the graft/into the aorta was complicated by the graft infolding. During deployment of one of the endoanchors, the endoanchor was deployed tangentially (straight up and down relative to the wall/graft) rather than perpendicular to the wall. It was difficult to confirm if the endoanchor had fully engaged the graft material or into the adventitia. After deployment of the 7th endoanchor, it was noted that the endoanchor deployed tangentially was in fact mis-deployed (not engaged with the graft material or aorta) and had fallen to the posterior wall. Resolution of event: the applier was removed from the heli-fx guide and a sheath was advanced through the duckbill seal. A 10mm snare was then utilized to retrieve the endoanchor without issue. The endoleak was resolved with the 6 endoanchors deployed in the graft. However, as the endurant has slipped down from its original position prior to anchoring, the doctor decided to place a cuff after anchoring to extend up to directly below the renals.